Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Event description:
Boston scientific received information from a healthcare professional, stating that a patient was going to have a defibrillation lead revision. No patient name or specific product information was provided. No adverse patient effects were reported.